Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid to distal heavily calcified left anterior descending (lad) artery. Two unspecified stents were implanted in the proximal lad two months prior to this procedure. A 2.25 x 15 mm xience alpine stent delivery system (sds) was being advanced to the lesion; however, approximately 20 mm proximal to the lesion there was resistance with the anatomy and the stent could not cross. The sds was being removed when resistance was felt with the anatomy and outside the anatomy it was noted the stent implant had dislodged. A 1.5 mm trek balloon catheter was advanced to where the stent implant was still on the guide wire and the balloon was inflated to 3 atmospheres in an attempt to remove the stent. As it was being removed, it could not be pulled into the guiding catheter. The entire system was removed as a single unit and outside the anatomy it was noted that the stent was missing. The devices were searched and the stent was not found. The stent was found under angiography in the profunda artery. A decision was made to leave the stent where it was and the patient will have open heart surgery. At that time an attempt may be made to remove the stent when performing graft harvest. There was a clinically significant delay in the procedure. No additional information was provided.